Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representive on 25nov2019: 1. Section d. Box 4. Lot number, 2. Section d. Box 4. Expiration date, 3. Section h. Box 4. Device manufacture date, 4. Section h. Box 6. Method code 3, 8. Section h. Box 10./11. Narrative/corrected data. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-02191.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 MFR report: 3005168196-2019-02192 and is being corrected on this follow-up #02 MFR report: 3005168196-2019-02192. This report is associated with MFR report number: 3005168196-2019-02191.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-02191.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a non-microcatheter between two stent devices into the target vessel and placed a non-penumbra coil. Next, the physician advanced a smart coil into target vessel and detached it using the handle. However, when the pusher assembly of the smart coil was pulled, the physician noticed the smart coil was retracted a few centimeters with the pusher assembly. Therefore, the smart coil was re-advanced into the target vessel and an attempt was made to detach it by pulling the trigger of the handle. However, after pulling the pusher assembly of the smart coil, the smart coil was retracted again and detached a few centimeters into the microcatheter. Therefore, the physician used the pusher assembly to push the remaining smart coil into target vessel. It was also reported that resistance was met while attempting to advance three other coils through the microcatheter and the coils would not advance. Therefore, the microcatheter was removed and upon flushing saline through the microcatheter on a pad, two ¿foreign¿ materials were found. The procedure was completed using other coils with a new microcatheter. There was no report of an adverse effect to the patient.